Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device and the rotawire for the related complaint. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The handshake connection of the burr catheter was bent in two different locations. The coil was broken and stretched 7cm proximal of the burr. The annulus of the burr was slightly flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the rotawire. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12031. It was reported that the rotawire tip detached and remained inside patient's body. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, about 16mm of the rotawire tip sheared off. The tip fragment was attempted to be removed but was unsuccessful; instead, the fragment was stented against the vessel wall. There were no further patient complications reported and the patient's condition was fine.